Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after having a glaucoma shunt implanted into a patient's eye, a month and a half later the shunt has a blockage. The patient's intraocular pressure (iop) was high even on medication. The patient has currently stabilized pressures of 30 mmhg with taking two (2) medications. Additional information has been requested.